Manufacturer narrative:
Product analysis: the hawkone device was returned. No ancillary device or images were returned with the device. The hawkone device was removed from the packaging and was connected to the cutter driver. Dried blood was noted on the cutter driver. Biological debris was noted in the catheter distal assembly. The cutter was located within the cutter window; the distal edge of the cutter was damaged. Examination of the cutter window revealed the rim of the cutter window showed the platinum iridium dented distally; no signs of platinum iridium breaking off/embolizing were noted. The damage observed to the distal edge of the cutter and the rim of the cutter window was consistent with a cutter crash. The cutter driver was turned on the cutter was advanced. The cutter was able to advance 2.5cm from the cutter window. No anomalies were noted while advancing the cutter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a 6mm spider fx embolic protection device and a non-medtronic sheath was used. The occurrence of the device becoming jammed has been confirmed as occurring inside the patient but the device was safely removed from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a hawkone to treat a moderately calcified plaque lesion with 85% stenosis in the mid superficial femoral artery (sfa). Moderate tortuosity was reported. The device was inspected and prepped per IFU with no issues. The device was used successfully and then removed from the patient for cleaning. It was reported that during insertion into the patient, the device jammed and the cutter would not close. No patient injury was reported.